Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The device was cracked and chipped out on both front corners of top case and cracked on right plunger case and battery door. Motor rate error was found in the event history log (ehl). An occlusion test was performed and the reported problem was not duplicated. The motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out which was causing the motor rate error intermittently. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced motor assembly, worm gear, leadscrew and clutch halves for preventive measure; performed occlusion test and all functional testing passed.